Event description:
On an unknown date, the patient started poligrip at unknown dosing. At an unknown time after starting poligrip, the patient experienced gastric cancer recurrence. This case was assessed as medically serious by gsk. Treatment with poligrip was continued. At the time of reporting, the event was unresolved. This case was reported by a consumer who reported that he had been a user of super poligrip cream. In 2005, his physician told him that he had "spots in his stomach" again. It was decided to hold off on beginning chemotherapy until after the holidays. The patient did have a history of prostate and stomach cancer, which had been in remission for five years. Use of super poligrip cream continued, and the event was unresolved.